Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50 x 76 mm thoracic aortic aneurysm. The proximal neck was 32 mm in diameter and the distal neck was 27 mm with a length of 30 mm. There was mild calcium in the left common iliac artery. Another manufacturer¿s balloon was also used during the case. The other manufacturer¿s occlusion balloon system was used for the left subclavian artery; however, the balloon ruptured during the procedure. No other issues were identified at this time. It was reported that the patient complained of numbness after the procedure, and cerebellar infarction was identified. No clinical sequelae were reported. The physician commented that the reported event was caused by the ruptured balloon from another manufacturer, not by the valiant. The physician is not too concerned about this issue because the patient is expected to recover by rehabilitation. It was later reported that the symptoms of cerebral infarction has been gone and the patient is fine. No rehabilitation is planned.